Manufacturer narrative:
(B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate manipulation of the catheters across the highly calcified aorta and bicuspid aortic valve in a patient with severe and bulky calcification may have contributed to the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a procedure with sapien 3 valve by transfemoral approach the native annulus could not be crossed. Initially the procedure was planned to be performed with a non-edwards valve but it was unsuccessful due to difficulty crossing the native annulus, due to the patient¿s functional bicuspid aortic valve and highly calcified aorta. The procedure was switched to a sapien 3 valve; however, the sapien 3 valve also could not cross the native valve despite performing a bav with an edwards 25 mm balloon. The commander delivery system was removed through the esheath without resistance or additional problems. The patient was noted to be stable and under observation. No further actions were taken. On post op day 1 the patient presented with a stroke and expired approximately 2 weeks later. The patient¿s native annulus area measured 5.4, the native annulus was severely calcified and had bulky calcification, the native leaflets had bulky calcification, and the stj minimum diameter was 18.7. The patient had a porcelain aorta.